Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient hadn't been able to connect the handset and communicator to the stimulator since yesterday. The patient was instructed how to connect the handset and communicator to the stimulator. The patient got a message that MRI mode was activated. When asked if they were getting an MRI, the patient stated "no". The patient didn't know how MRI mode got activated. MRI mode was deactivated and therapy was turned on. The patient was advised to monitor their symptoms now that their therapy was on to see if it helped.